Manufacturer narrative:
The pump had unresponsive buttons due to an unlocked lcd keypad connector. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify the failed battery test alarm due to the unresponsive button. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly and failed battery test alarm. It was reported that buttons were not responding. Customer reported that the time was five minutes off. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.